Event description:
The customer received a blood glucose reading of 135 mg/dl on the contour, retested on a different meter and the reading was 79 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No evidence of an adverse event. The customer was advised to return the strips for investigation. New meter and test strips were sent to the customer.